Manufacturer narrative:
The customer was sent a replacement pump. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. In follow up with the customer she stated that the clogged ducts turned into mastitis and that she is taking an antibiotic prescribed by her doctor. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in ca11-001. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that she had low suction on her freestyle breast pump and is getting clogged ducts due to this issue.